Manufacturer narrative:
The manufacturer is currently testing the pump. Upon receiving this complaint, it was initially determined as not reportable by the manufacturer following company procedures. During the final review of the complaint file by quality/ management, it was determined as MDR reportable on 03/15/2017.

Event description:
The user reported that the IV set was not infusing, particularly from the secondary line. No patient injury or harm occurred for this case.

Manufacturer narrative:
The user-reported complaint was not confirmed. The pump was found to have flow rate accuracy within +/-5% specification. The pump was found to have a battery outside of warranty, which was not related to the reported issue. The pump was repaired and tested to meet full specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00079).